Event description:
It was reported that the patient developed an abscess at the pod infusion site on the left upper arm while wearing the pod approximately 60 hours, during which the patient experienced progressively worsening pain and increasing blood glucose levels, reaching 300 mg/dl. On (B)(6) 2023, the patient removed the pod prematurely due to worsening symptoms and observed the site to be warm, red, swollen, painful, and containing pus. The patient attempted self-care by expressing the pus and disinfecting the area; however, symptoms did not improve. On (B)(6) 2023, the patient sought medical attention at the emergency department, where an ultrasound examination and blood tests, including inflammatory markers and leukocyte count, were performed and reportedly found to be unremarkable. The patient was treated with an octenilin bandage and prescribed novalgin 500 mg and was diagnosed with an abscess in the area. The patient was discharged after approximately 1.5 hours. On (B)(6) 2023, the patient attended a follow-up visit with a diabetologist and was prescribed betaisodona ointment and adhesive dressings. Daily wound care was performed for approximately 10 days, after which the abscess resolved. A replacement pod was successfully applied. The suspect pod had been discarded and was unavailable for return. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 1.2.0. Operating system: n5004l-am-q-mv01602-05-01.05. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.